Event description:
Baxter reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The root cause of the leak is due to broken occluder feet on the set. The transfer set was placed in 2005. No patient injury or medical intervention was associated with this incident per baxter.